Event description:
An unknown medtronic stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown d ate. Aneurysm and vessel morphology at the time of implant is unknown. At an unknown date, it was reported that the patient experienced an apparent type I endoleak. It was reported that another manufacturer's stent graft was implanted to repair the endoleak. Patient status is unknown. No additional information is available. The implanting physician is unwilling to provide any information.

Manufacturer narrative:
Date of event is unknown. (B)(4). Results: endoleak. Lack of information, unknown cause of event. Conclusion: endoleak. Lack of information, unknown cause of event.